Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that less than a week after implant there was an alert on the right ventricular (rv) lead for high undefined pacing impedance, the rv lead also had sensing integrity counter (sic) and noise during manipulations. It was found that the cause was a loose set screw on the implantable cardioverter defibrillator (ICD). The lead was repositioned into the header. The lead and device remains in use. No patient complications have been reported as a result of this event.